Event description:
Reporter states customer had low blood glucose symptoms with blood glucose result of hi (greater than 600 mg/dl) obtained on the advantage system. Firefighters arrived, and result on their meter 15 minutes later was 26 mg/dl; customer was treated with an injection, and orange juice, which she was able to consume on her own. Customer's test strips were expired (per product labeling, it is advised to discard test strips after the "use by" date).